Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint was confirmed by failure analysis. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Further investigation confirmed additional observations. The instrument was found to have a broken conductor wire within the insulation at the bipolar yaw pulley and distal clevis location. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Further investigation confirmed additional observations. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken wire at the jaw. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.